Event description:
Dräger received an ufr in which the following was stated: "equipment failure and oxygen error were suddenly reported". It was further mentioned that the patient's ventilation support was bridged with an ambu bag until a replacement device could be introduced. As per report the patient's oyxgen saturation dropped temporarily, the event however did not cause health consequences.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures since the device is not under a service contract. Upon dräger's request for further information, it was responded that no additional details can be provided. The lack of information does not allow a case-specific evaluation. The age of the device is unknown since no s/n was transmitted. The reported desaturation can neither be confirmed nor denied and, it is unknown if a malfunction has occurred or not. Hence, this report is filed in abundance of caution. The following can be concluded: the concerned device is an intensive care ventilator with an alarm system being compliant to applicable standards. Each malfunction affecting primary operating functions will trigger a dedicated alarm. The device responds also to other conditions that lead to restrictions in ventilation performance and that are not device-related such as infrastructural problems (e.g. Power or gas supply issues) with a dedicated alarm. The users confirmed that the device posted alarms during the course of event - it is thus considered that essential perfomance was still met, even if the incident was related to device malfunction. The statement in the report that the device "reported" (alarmed) an oxygen error can have different meanings - the speech may be about a deviation from the setting of fio2 in gas delivered to the patient or about a restricted oxygen input to the device. The latter would likely not be related to a malfunction of the device itself; a differentiation is not possible due to lack of information. H3 other text : device not available for evaluation.